Event description:
It was reported that pump repeatedly prompted customer to keep filling with insulin even when reservoir was already full. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions taken or final outcome of event.